Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the router broke. It was also reported that a piece went through to the brain of the patient and the consequences for the patient are not yet known. No further information was provided.

Manufacturer narrative:
Investigation results indicate that the router broke due to a sudden hard impact. Heavy impact marks are also evident along the flute edge indicating possible contact with metal. The hard sudden impact may have caused the fracture of the router. The IFU for the attachment (5407-210-768 rev-b) has the following warning; "do not apply excessive pressure, such as bending or prying, with the cutting accessory, foot, or leg. Excessive pressure may fracture the cutting accessory or bend the attachment foot or leg." " do not let the spinning cutting accessory come into contact with retractors or other metal tools. Metal shavings could detach from the equipment and fall into the surgical site." The quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the router broke. It was also reported that a piece went through to the brain of the patient and the consequences for the patient are not yet known. No further information was provided. It was subsequently reported that patient required a decompression in the temporal region due to an infection which was successful. The broken piece has made contact with the parenchyma and was lost under approximately 2mm under the surface. It was also reported that the surgeon stated that any adverse consequence is not to be expected, both patient and family have been informed. It was further reported that an additional post-op CT-scan was needed, to remove the broken piece in a second surgery, under navigation. Meanwhile, between the first and second surgery, the patient was held under anesthesia.